Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery setup, it was observed that the drill/burr attachment device was not working. It was not reported if there were any delays to the planned surgical procedure. A spare device was available for use. There was any no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The event occurred in 2014 but the exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.